Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The information received via medtronic indicated that the insulin pump had over delivery anomaly. The customer alleged the insulin pump is over delivering as the blood sugar level kept dropping after the pump was suspended. The insulin as not squirting out of the set. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.